Manufacturer narrative:
Multiple good faith efforts attempts have been conducted to gather more information but have been unsuccessful. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device, because the customer did not respond to quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips service delivery manager contacted the customer, and they confirmed that the issue had been resolved and there is no need for a visit to the site. Based on the information available, the cause of the reported problem was unable to be determined. The reported problem was not able to be confirmed, but an issue could not be ruled out. We are unable to confirm the final disposition of the device because the customer indicated that the issue had been resolved; there was no onsite visit and no further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that spo2 reading differently. It is unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).